Event description:
The facility reported a colleague infusion pump with a pump head module failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomedical service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a pump head module failure was not confirmed or reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced unit is a stay-in device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.